Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation (ae) trial patient regarding an external neurostimulator (ens). Patient thinks their symptoms have worsened and is still having issues with retention. Patient is able to start going on their own, but then caths and notices a fair amount of output. Patient was assisted in switching to program 2 at 2.3v where they felt stimulation in the buttocks area. When the patient was on program 1, they went over 4.0v and said it was painful so they lowered amplitude. Additional information was received from the patient. Patient said their urgency and frequency are better, but they are still unable to void without cathing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.